Manufacturer narrative:
An internal investigation was conducted in relation to the card pouch integrity issue described in fsca-3445 (recall no. Z-2341/2527-2017). The root cause of the defect was linked to the design of the wheel that applies the stitch seal to the pouch. On (B)(4) 2017, stitch wheels with a new design were installed thereby resolving the issue. A customer communication has been created ((B)(4) 2017) and distributed to customers who received impacted card lots. The customer letter includes instructions for inspecting pouches prior to use in order to detect breaches and reduce the likelihood of using cards exposed to moisture. The customer letter also explains the potential effects of moisture exposure on card performance. Device not returned to manufacturer.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) contacted biomérieux to report false resistant carbapenems for enterobacter cloacae in association with the vitek® 2 ast-n268 test kit. The carbapenems present on the ast-n268 card are imipenem and meropenem. No details regarding the antibiotic mics were provided by the customer. No information regarding any alternate test method(s) was provided by the customer. The customer stated the need for retest of the isolates led to a delay in reporting results of four (4) days. Troubleshooting identified the ast-n268 test kit lot is included in the scope of field safety corrective action fsca-3445 (vitek® 2 card pouch integrity) issued 19-apr-2017. Though not confirmed by the customer whether the corresponding card pouches were compromised, the possibility cannot be ruled out. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse impact related to the patient's state of health. Although the vitek® 2 ast-n268 test kit is distributed only in (B)(6), the antibiotic imipenem is contained in test kits that are distributed in the united states.